Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) processed on (B)(6) 2024 evening results = 62.4 pg/ml new sample on (B)(6) 2024 03:00 am = <10 pg/ml then original sample repeated again = <10 pg/ml. Diagnostic cutoff: males 28.9 - 39.2 pg/ml. Females:13.8 - 17.5 pg/ml no impact to patient management was reported.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) processed on (B)(6) 2024 evening results = 62.4 pg/ml new sample on (B)(6) 2024 03:00 am = <10 pg/ml then original sample repeated again = <10 pg/ml. Diagnostic cutoff: males 28.9 - 39.2 pg/ml. Females:13.8 - 17.5 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected. A search for similar complaints did not identify an increase in complaint activity for lot 64549ud00. A review of tracking and trending did not identify any trends for the issue for the product. Device history review did not identify any non-conformances, potential nonconformances, or deviations with the complaint lot and complaint issue. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. The median patient result for the lot number 64549ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent kit, lot number 64549ud00, was identified.